Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective pressure sensor assembly (psa). In consequence the pressure sensor assembly has been replaced. There was no patient or user harm.

Event description:
Problems with big difference between vti and vte, bigger vte than vti even on testlung. They have seen this on severeal occasions with different devices. Ref previous emails and info to (B)(6) and others. Most recent complaint related to snr (B)(6): send log files of another machine with large variations between vti and vte. It was switched to a new hose set and a new exhalation valve before the test was carried out. Preflight check performed. Variation vti/vte 70-80ml immediately after pre-check performed. Quickly rises to approx. 120 to 130 ml. Look at the attached photo. The device was replaced from patient care on tuesday (B)(6) 2021. Moreover, the device showed same behavior earlier this year ((B)(6) 2021).